Event description:
Baxter reports a customer reported a transfer set was replaced twice because of leaks of the periotoneal dialysis fluid through the tubing. The transfer set was placed in september (mo more than 5 months). No patient injury or medical intervention was associated with this incident.